Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Initial reporter's phone number: - (B)(6). (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported to the application support manager (asm) that surgeon used ifs for procedure and when lifting the flap on left eye, flap was too thin and the epithelium lifted off. Surgeon found this issue at different clock hours around the flap edge. Surgeon abandoned the surgery having only completed the excimer part for the right eye and will plan to do photorefractive keratectomy (surface treatment) in a month for the left eye.